Event description:
It was reported by service report that the bed had no power; the power cord was loose. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord reconnected to bed.